Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered due to an out of range impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted and efforts to obtain additional product issue details were unsuccessful. This product issue will be re-evaluated if additional details are received.